Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231670e0, model: sc-2316-70e, serial: (B)(6), batch: 7090256.

Event description:
It was reported that following an early lead pull procedure, the patient was in and out of consciousness and was admitted to the intensive care unit (ICU). The cause of the medical issue was unknown. No further information could be obtained.